Manufacturer narrative:
Additional information received and attached by ICU medical on (B)(6) 2022 via email: the complaint did not occur while the pump was on a patient. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a crack on right plunger case. The customer stated problem was not duplicated. Replaced speaker for preventive measure and replaced left plunger case. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a primary audible alarm post /plunger sensor error was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a review of the event history log identified primary audible alarm post and check syringe plunger sensor in history. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. The device was received with a crack on the right plunger case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of the reported issue. To further investigate, a power up test was performed. Customer reported problem was not duplicated. The investigation found no issues with the device delivery. The speaker was replaced for preventative measures and the plunger case was replaced.

Manufacturer narrative:
Other text: b5: additional information received and attached by ICU medical on 09-mar-2022. Via email: the complaint did not occur while the pump was on a patient. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a crack on right plunger case. The customer stated problem was not duplicated. Replaced speaker for preventive measure and replaced left plunger case. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.